Event description:
It was reported that some time post port placement, the catheter was allegedly found to be broken. The distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, fluid leak and material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted to the distal end of the catheter and proximal end of the distal catheter segment that appeared elliptical in shape. A compound break was noted approximately 0.5cm from the proximal end of the distal catheter segment. The surface of the partial circumferential break was noted to be round and glossy. The surface of the complete circumferential break on the distal end of the catheter attached and proximal end of the distal catheter segment were noted to be round in one region and granular in another region. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be broken and leaked. It was further reported that the catheter migrated. The distal catheter segment and the port body were removed. The current status of the patient is unknown.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be broken and leaked. It was further reported that the catheter migrated. The distal catheter segment and the port body were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.